Manufacturer narrative:
Patient city: (B)(6). Patient country: australia. Name: medtronic minimed, street:18000 devonshire street, city: northridge, state: ca, code: 91325. Based on the available information, this event is deemed to be a reportable serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 8021545.

Event description:
It was reported that the patient experienced high blood glucose level issue and was treated with bolus insulin event on (B)(6) 2026. The site of insertion was buttocks.